Manufacturer narrative:
The customer contacted a siemens customer care center concerning falsely elevated cardiac troponin I (tni) results obtained on a patient sample on the dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. The instrument data log was evaluated and no malfunction of the instrument was indicated. Quality control (qc) and calibration were within specification and no other similar events on patient samples were reported. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated on the same instrument producing another elevated result. The physician ordered a new sample which produced a result that was lower than the results on the original sample; these results agreed with the patient's history. The result from the new sample was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.